Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle retraction failure occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "it was reported that when the spring portion of the catheter was activated it pulled the flexible portion of the catheter back with the needle to the point that it was not obviously visible within the spring apparatus. Per email: flexible portion of IV catheter broke off/became detached. It was thought to remain in the pt. The catheter was not visible for removal. Update: upon inspection later, the flexible part of the catheter was found. It appears that when the spring was activated it pulled the catheter back with the needle, to a point that is was not obviously visible within the spring apparatus. The metal end of the catheter was also retracted back with the needle."

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used 18ga insyte autoguard IV catheter unit within an opened package from lot number 9212030. The unit was received in three portions: portion (B)(4) was the catheter tubing with the wedge intact. Portion (B)(4) was the green adapter. Portion 3 was the needle/hub assembly which was fully retracted inside the safety shield (barrel). There were traces of thick media present inside the nose of the adapter and inside the flashback chamber. The reported issue was confirmed as the evaluation of the returned product sample confirmed that the adapter had separated from the catheter and wedge. All measurements taken for the wedge, tubing, flare length, and adapter were within specification, but the swage depth could not be determined due to the condition of the device. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that needle retraction failure occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "it was reported that when the spring portion of the catheter was activated it pulled the flexible portion of the catheter back with the needle to the point that it was not obviously visible within the spring apparatus. Per email: flexible portion of IV catheter broke off/became detached. It was thought to remain in the pt. The catheter was not visible for removal. Update: upon inspection later, the flexible part of the catheter was found. It appears that when the spring was activated it pulled the catheter back with the needle, to a point that is was not obviously visible within the spring apparatus. The metal end of the catheter was also retracted back with the needle."